Event description:
It was reported that prior to a surgical procedure at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician. Upon disassembly, it was found that the trigger housing was cracked, which can lead to the reported disassembly and can be caused by a material fatigue issue or impact. The device was repaired and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.